Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, row of drawer cubies failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubies failed and were not detected being closed. The field service engineer found that the magnet was missing from the latch inseparable and replaced the latch to resolve the issue. The fse tested the drawers using the hardware test application. The system functioned as intended after the field service engineer repaired the device.